Event description:
A 2.75mm diameter by 24mm length s660 stent delivery system was inserted to treat a moderately calcified lesion in the right coronary artery. During tracking of the stent to the lesion site, the guide catheter backed out of the coronary artery and pulled the guidewire and stent delivery system into the aorta. The guide catheter, guidewire and the stent delivery system were pulled down to the femoral sheath. Upon removal of the guide catheter and stent delivery system, the stent dislodged from the delivery balloon when pulled into the femoral sheath. No attempts were made to retrieve the dislodged stent in the right femoral artery and the stent remains in the pt's arterial vasculature. The target lesion was subsequently treated with the deployment of two other s660 stents. The pt was reported fine post procedure and there are no add'l clinical sequelae related to this event. The stent delivery system being pulled into the femoral sheath without first being pulled into the straightened out guide catheter in the arterial sheath contributed to the stent dislodgement.